Event description:
A malfunction alarm was reported with a display of malf 12. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappears.